Event description:
Tpn (total parenteral nutrition) tubing filter sent from pharmacy came apart at filter section x2. Parts not supposed to come apart at this section. Tubing given to manager. Lot number bag 5881552. Requested different lot number from pharmacy for 3rd change.